Manufacturer narrative:
The component as well as the carton and cavities were returned for review. A visual review finds the outer carton has evidence of being crushed/compressed, and the inner cavities were found cracked as reported. The device history record was reviewed and found conforming, indicating the device was manufactured, inspected, and packaged to specifications. The item was manufactured in june 2010, and has been in transit an unknown number of times since being released to the shelf for distribution. A complaint history search found no other complaints for the associated part/lot numbers. Based upon the investigational findings when and how the box was crushed and the plastic barriers split cannot be determined, but it is likely that the cause of the damage was exposure to hazards outside of normally anticipated distribution environment.

Event description:
It was reported that the internal packaging cavities for the implant had cracked through all layers. Compromising sterility.

Manufacturer narrative:
This report will be amended when our investigation is complete.